Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient reported the following blood glucose readings during the call: 326 mg/dl (current reading), 275 mg/dl (earlier reading), 270 mg/dl (subsequent reading), 290 mg/dl (fluctuating reading), 362 mg/dl (at 6:23 am), and 328 or 368 mg/dl (mentioned as recent test). Duration of pod usage was not reported. The patient also stated being kept up all night due to the pod alerting them to check their rising blood glucose levels starting at around 4 am. They confirmed receipt of high glucose alarms, despite delivering boluses. They were concerned that either the pod or controller was not functioning properly. The patient stated that the pink slide did move forward, however there was no information regarding whether the cannula inserted properly into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site. Upon removal of the pod, the cannula appeared normal. The patient did not provide information regarding treatment during the hospitalization.